Manufacturer narrative:
(B)(4). The actual needle and suture were returned for evaluation. They were visually examined under magnification. There are marks at the edge of the barrel and suture remnant was noted inside the hole of the needle. No needle defects were noted. The suture insertion has a rough edged cut. No suture defects were noted.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle detached from the suture during dispensing. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.